Event description:
The reporter stated the surgeon implanted an 12.6mm vicm12.6 implantable collamer lens on (B)(6) 2011 in pt's left eye. On (B)(6) 2011, it was noted there was excessive vaulting associated with elevated iop. The lens possibly will be explanted and exchanged for a shorter lens. Surgery is pending.

Manufacturer narrative:
(B)(4) vaulting. (B)(4).